Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 530 mg/dl. The customer's blood glucose value was 407 mg/dl at the time of incident. The customer's current blood glucose is unknown. The customer did experience the symptoms such as nausea and vomiting. The customer was treated by insulin injection. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. Based on customer report customer does allege pump was under delivering. The customer mentioned few centimeter air bubbles in infusion tubing. The insulin pump passed displacement test and high pressure test. The insulin pump will not be returned for analysis.